Event description:
The complaint received states that this japan pms enterprise study patient had coil compaction approximately 2 years post index procedure. The index procedure, (B)(6) 2011, was for coil embolisation assisted with vrd (enc452812/01424846) of left posterior communicating artery. In (B)(6) 2013, angiogram revealed a recanalization of the treated aneurysm due to coil compaction. Additional coil embolisation was performed. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The event outcome was indicated as ¿resolved without sequeale¿. According to the physician, the relationship of the event to the index procedure was unrelated and to the vrd was also unrelated. The patient was a female of (B)(6) with medical history of hemorrhagic stroke and previous coil embolisation for left internal carotid-posterior communicating artery aneurysm ruptured in 2010. Dob and weight unknown. The ruptured saccular aneurysm neck was 8.5mm, and the neck to sac ratio was 8.5mm:13.2mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.5mm. Mrs before the procedure was 0, after the procedure on was 0 and in (B)(6) 2011 was 0. The act was 125 seconds pre anticoagulation and 308 seconds post anticoagulation. No information regarding inr, pt, and ptt. For the initial procedure; prior to implanting the vrd, launcher 7fr 90cm/medtronic, prowler select plus (606-s255fx, lot unknown), chikai 200cm 0.014inch/asahi (B)(4) were utilized. Other devices utilized during the procedure were nautica 14(type str)/covidien (B)(4), deltaplush(cpl100406-30, lot unknown), gdc 360(7mm x 15cm, 5mm x 9cm, 4mm x 8cm total 2)/stryker, gdc helical(3mm x 8cm, 2.5mm x 6cm, 2.5mm x 4cm total 2)/stryker, ed coil(6mm x 20cm)/kaneka. During the procedure, jailed technique was utilized. The occlusion rate of aneurysm was 96% after the procedure.

Manufacturer narrative:
The 1-year follow up was took place in (B)(6) 2012, aneurysm neck was 8.5mm, and the neck to sac ratio was 8.5mm:13.2mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.5mm. Mrs was 0. The occlusion rate of aneurysm was 96%. The 2-year follow up was took place in (B)(6) 2013, aneurysm neck was 8.5mm, and the neck to sac ratio was 8.5mm:13.2mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.5mm. Mrs was 0. The occlusion rate of aneurysm was 90%. Regarding the additional coil embolisation, there is no information about both the utilized devices and the implanted coils. No further information is available and procedural images are not available. The coil remains implanted thus unavailable for analysis. The device was not returned for analysis. There is no sterile lot number information available thus no DHR could be performed. Coil compaction is an adverse event associated with coil assisted thrombosis of aneurysms and is listed in the IFU as such; 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that target lesion and patient specific factors may have contributed to the reported event.